Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported settings cannot be adjusted; nav ring is not responding. The customer reported patient involvement is unknown and there was no patient harm.

Manufacturer narrative:
.

Event description:
The customer reported settings cannot be adjusted; nav ring is not responding. The fse reported there was no patient involvement. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
Updated.